Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient underwent a pocket revision due to discomfort. The pocket was moved to a more comfortable position and is reportedly doing well.